Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2013- device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: there were no alarms or errors related to the complaint in the black box or alarm history, only typical usage was observed. A review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. A force sensor calibration check was performed and the force sensor was found to be out of calibration. The force sensor resistance was within specifications. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
On (B)(4) 2013, reporter contacted animas and alleged the patient had been taken to the ER in (B)(6) 2012, with a blood glucose of 28/mg/dl and confusion, around 420pm. She was given carbohydrates, monitored for 2 hours, and released. Patient states her cgm was beeping, but she didn't hear it as it was in the bottom of her purse. Her health care provider (hcp) recently adjusted settings and told her that he would like to adjust it again. She is not implicating the pump. Patient is a brittle diabetic. Customer technical support (cts) reviewed pump and found no defect. This complaint is being reported due to the allegation that a patient on insulin pump therapy experienced hypoglycemia of unknown cause, requiring medical intervention.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.